Event description:
It was reported that the asymptomatic patient present to the clinic for a routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopy determined that the lead was dislodged. The lead was turned off. On (B)(6) 2015 the lead was capped and replaced. The patient tolerated the procedure well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.